Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4) there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience pro everolimus eluting coronary stent system expanded indications electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was performed to treat a de novo coronary lesion in the mid left circumflex artery with mild tortuosity and moderate calcification. During use of the 2.75 x 18 mm xience pro a dissection was observed. The procedure was completed with balloon dilatation to treat the dissection and the patient is stable and fine. There was no reported clinically significant delay in the procedure. No additional information was provided.